Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in experienced a needle through the catheter during use. The following information was provided by the initial reporter: venous access canalization is performed according to institutional protocol, venous access is obtained, but catheter does not advance and polyurethane is returned, but it is locked and it is almost impossible to remove it.